Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral erosion with his artificial urinary sphincter (aus). The doctor believes the cause of the erosion is his radiation. The patient underwent a removal of the aus system. The plan is to let the patient heal for six months and then the patient will be assessed to consider a new aus.